Event description:
Ous MDR - it was reported that about 14 months after the implantation, oversensing on this lead was noted. No adverse patient side effects were reported. The lead was explanted and replaced, but the dates were not provided. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection demonstrated a rubbed through insulation at the distal part of the lead. This finding can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.